Event description:
The lay user/pt contacted lfs in 2009 alleging that his one touch ultra meter powers off during use. The pt mentioned that an unspecified time later after the reported issue began, the pt felt shaky and weak. He did not seek any medical attention or contact his physician for assistance. The pt also did not self-treat. This is not the first time the product was being used. The pt denied any misuse of the product. Based on the initial call with the customer care advocate (cca), the batteries needed to be replaced; however, the pt did not have replacement batteries. The meter was replaced. The complaint is being reported because due to the alleged issue at an unspecified time later, the pt developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.